Manufacturer narrative:
Follow-up # 1. The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter failed testing. The reported issue was confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ping meter had a power issue - meter powers off during use. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged issue began on "(B)(6) 2016 5:00am". The patient takes insulin pump therapy to manage her diabetes and denies making any change to her usual diabetes management routine as a result of the alleged product issue. The patient claimed that 3-4 hours after the product issue began she developed the symptom of shaky and sweatiness. The patient denied that she received any treatment. At the time of troubleshooting the cca noted that it was not the first time the meter was being used, the meter batteries did not need replaced. There was no misuse of the product and after the patient was educated on the auto shut off the issue remained unresolved. The meter's batteries were alkaline. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
The lay user/patients meter has been further evaluated by lifescan product analysis with the following findings: the investigation concluded that the subject meter powered off during use due to a power source issue; however, no product malfunction was identified. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed. On september 21, 2020, lfs received notification from the FDA that this supplemental was on-hold and had not been successfully received by the agency. Lfs has been engaged with the FDA since september 21, 2020, to agree upon remediation of the on-hold issue. On march 11, 2020, the world health organization (who) declared the covid-19 outbreak as a global pandemic. In line with final guidance published by the FDA in may, 2020, entitled 'postmarketing adverse event reporting for medical products and dietary supplements during an influenza pandemic'; lfs has agreed late reporting of all on-hold supplementals. This submission is included as part of that agreement.